Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they alleged the insulin pump was under delivering insulin as the customer had consecutive blood glucose above 250 mg/dl. Customer experienced a high blood glucose of 253 mg/dl. Customer reported that the infusion set had leak. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was performed displacement test and it was failed and also they performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.